Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 330 mg/dl while wearing the pod for less than one hour. Patient stated the pod fell off, causing the cannula to dislodge from the infusion site (leg). As treatment, a new pod was applied.

Manufacturer narrative:
There were no issues with the cannula that would indicate the device being dislodged. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be dislodged. A root cause for the reported dislodged cannula could not be conclusively determined. No damages or defects were found on the adhesive pad that would cause a failure to adhere. No defects were found along the adhesive welds. The cause of the failure to adhere could not be conclusively determined.